Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved microclave¿ clear connector. It was reported that after injecting antibiotics into the connector already in place, the syringe was changed when empty. During the syringe change, when adding the rinse solution, the syringe plungers were observed to be wet, and drops were dripping from the connector. The device had been installed 5 days prior to the problem/event. Disinfection was carried out with chlorhexidine for 30 seconds between each syringe change. There was no reported patient involvement, and patient harm or adverse events were unknown.